Event description:
The customer reported that she got her new insulin pump and it alarmed no delivery during bolus. Customer blood glucose was 400 mg/d. Customer treated with manual injection. Customer reported that the alarm was resolved by a complete set change. The customer was advised possible causes of the alarm. Customer reported that there was a little bit of insulin that came out during prime then alarmed no delivery. The customer was advised there could be possible occlusion and possible connection issue. Customer will be returning the reservoir and set for analysis. No further information proved.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.